Event description:
It was reported that the balloon became stuck with guidewire. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon became stuck with guidewire. No patient complications were reported.